Manufacturer narrative:
Combination product box checked. Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 20 mg/ml of dilaudid at 10.5 mg/day and 250 mcg/ml of clonidine at 131.26 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump experienced a motor stall. The patient's pump began alarming and the pump was replaced on (B)(6) 2017. It was reported that the motor stall began on (B)(6) 2017. The reason for the motor stall was not determined. The pump was to be returned for analysis. There were no known factors that may have led or contributed to the issue. No diagnostic/troubleshooting measures were performed. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.